Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt felt an overstimulation sensation when the stimulation was turned on. Pt had swelling in her right leg and pain in both legs. The pain is a shocking sensation. Caller indicated there was no known accident or incident related to this complaint and it occurred following a position change. Pt stated when she lay on her back the implantable neurostimulator (ins) was uncomfortable. The pt stated she had an appt the week of (B)(6) 2010 and hcp was going to call company rep to be at the appt. Add'l info has been requested, but was not available as of the date of this report.